Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics mechanism and fluidics control printed circuit board (pcb) were replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2011. Based on qa assessment, the product met specifications at the time of release. The fluidics mechanism and fluidics control printed circuit board (pcb) were received for evaluation. A visual assessment of the returned samples found no visual conformities. The returned samples were found to pass both the mechanical inspection and motor inspection, yielding no nonconforming results. The samples were then installed into a calibrated system, where they were found to meet the samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the flow was not working properly and the tubing collapsed. A alternate cassette and tubing was used but this did not solve the issue. The system was subsequently switched out to complete the case. There was no patient harm.